Event description:
Additional information was received as follows: currently the proximal thoracic aorta is 42.2 to 44.5 mm in diameter. The ascending thoracic aorta is 39.6 mm distally and proximally. The descending thoracic aorta is 32.6 mm proximally and 31.5 mm distally. It was reported that the patient recently presented on follow-up with a type I endoleak. Per the physician it appeared that the thoracic aneurysm expanded proximally and the stent graft has lost seal. It also appeared the stent graft has lost seal distally. The physician treated the patient with two valiant stent grafts that were implanted in the descending thoracic aorta to address the distal endoleak and a de-branch surgical arch repair of the great vessels followed by implant of a 44/44/200 valiant which was extended into the ascending arch. This partially covered the innominate, and covered the carotid and the subclavian arteries. There was a small type I endoleak at the end of the procedure; however, given the challenges during the case, the physician thought this was all they could do to treat this patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The thoracic neck was funnel-shaped, that is larger at the carotid artery than at the subclavian artery. A carotid-to-subclavian bypass was performed as preparation for the procedure. It was reported that during the procedure, the heart was stopped with medication. The proximal main stent was deployed and landed accurately at the carotid artery. On the angiogram, it appeared that the stent graft was misaligned; however, there was no type I endoleak. The imaging was very poor, which made it difficult to see the misalignment. A distal main stent graft was then implanted and deployed misaligned (MFR# 2953200-2009-01349) at 45 degrees and remained misaligned. The physician elected to intervene by implanting a third distal main stent graft, which was correctly deployed. At the end of the procedure, there was no endoleak present. No additional clinical sequelae were reported, and the patient is doing well with no neurological issues noted.

Manufacturer narrative:
(B)(4) (intervention required) - (B)(4) (misaligned deployment): evaluation results: (funnel-shaped aortic neck). Evaluation conclusions: (funnel-shaped aortic neck). (Poor intra-operative imaging).

Manufacturer narrative:
(B)(4).